Event description:
Note: this report pertains to the first of two devices that were used during the same procedure. Refer to associated manufacturer report # 3005099803-2010-01048 for a description of the second device. It was reported to boston scientific corporation that following an anterior repair and sling placement procedure (exact procedure date unknown; sometime in (B) (6) 2010), using an uphold vaginal support system and an advantage fit transvaginal system, the patient presented with retention (no other complications were reported). Following the retention, "within several days of the procedure," the advantage fit sling was removed from the patient and the uphold mesh assembly was left implanted, but the retention remained. The patient self-catheterized to treat the retention; the retention did lessen and the patient was reportedly "getting better." No hospitalization has been required due to the retention. The physician is going to continue to monitor the patient. The physician opined that the retention is not due to either the uphold vaginal support system or the advantage fit transvaginal system. No additional information regarding the patient, the initial procedure, or this event has been forthcoming.

Manufacturer narrative:
(B) (4). There is no available patient code for catheterization. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.